Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that noise was observed on the competitor right atrial (ra) lead and the shock channel of the right ventricular lead. Boston scientific technical services (ts) reviewed the data and confirmed there was noise and it was likely generated by the minute ventilation sensor. It was indicated the patient would return to have minute ventilation disabled. The patient was programmed to ddd mode without rate response. No adverse patient effects were reported.

Event description:
Information was received that at the follow-up after the programming changes, noise was still present on the shock channel of the rv lead. Ts indicated it appeared minute ventilation was still programmed on and provided instructions for completely programming minute ventilation off. The device was checked and it was verified that minute ventilation was still programmed on. As a result, it was appropriately programmed off. Also during the check, arm maneuvers were performed which resulted in varying impedance measurements on the competitor ra lead up to 2,800 ohms. As a result, a ra lead revision was recommended. Additionally, the noise on the competitor rv lead was believed to be caused by the device adjusting the automatic gain control due to the noise on the ra lead. It is suspected this issue will resolve following the ra lead revision. No adverse patient effects were reported.

Event description:
Subsequent information was received that a revision procedure for the competitor ra lead was performed. During the procedure, atrial lead measurements on the existing ra lead confirmed intermittent high impedance above 3,000 ohms. As a result, the ra lead was surgically abandoned and replaced. This device remains implanted. No additional adverse patient effects were reported.